Event description:
International affiliate reports that although the implanted valve was programmed correctly, the patient exhibited hydrocephalus. The valve pressure was changed from 8cm h2o to 3cm h2o but the hydrocephallic condition did not change. The valve was explanted and replaced. The patient's condition is reported to have improved.